Event description:
It was reported that during the loading of a transcatheter valve, the delivery catheter system (dcs) was unable to load onto the guidewire. Subsequently, a new valve and new dcs were changed out prior to implant. During the attempted implant with the new system, there was difficulty while attempting to deploy the valve at 80%; specifically, the valve would not open. The valve was then recaptured, and a new valve and new dcs were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.